Event description:
An outpatient was receiving desferal infusions at home using this pump. Each infusion was to last one week. The pump has 3 sizes of reservoirs: 65 ml, 150 ml, and 250 ml. The manual says that if one uses a 150 or 250 ml bag the back cover is "usually removed." The nurses used a 150 ml bag, but did not remove the back cover. The back cover encloses a space large enough for the 65 ml bag, but too small for the larger bags. As a result, the tubing from the bag to the pumping mechanism was pinched between the back cover and the pump. Apparently, no drug reached the pt. Most IV pumps that rptr has seen have both "upstream occlusion" and downstream occlusion" alarms. However, this pump only has a downstream occlusion alarm, so there was no way for the pt to tell that the drug was not reaching her. She wore the pump for 6 days before realizing that there was a problem. Suggestions: upstream occlusion sensor and stronger language about removing the cover.